Event description:
Material no: 50-7510 batch no: 0001488655. It was reported: customer received kit with defective issue. Event description states: ¿bottle tubing is has a crack in the line and air is getting into the bottle creating a lack of suctiont¿. Rcc received a complaint via email. Email(s) attached. Hard to describe the issue, but the plastic sheath on the pleurx bottles are more difficult to remove now. Bev leitch (586-567-5559) called bd rep. To report this and that the bottle tubing is has a crack in the line and air is getting into the bottle creating a lack of suction. The lot number for this item is 0001488655 expiration date of 3/11/25. Per follow-up- 07/19/2023. Customer that that she thought there may have been a crack somewhere. When going to drain there was a lot more bubbles coming through. Coming from the connection. Difficult to get the tip off. When connected could see the bubbles were coming from connection to the bottle. Was there cracked or hole in drainage line? No. Was the issue identified before use and the product discarded or did, they identify the crack during use? Discarded . Is there a photo or sample available showing the reported issue? No. Was there leakage? No. Can you please provide the date of event? Unknown . Was there any damage or visible defect with the bottle? No. Was there any indication or sound of vacuum escaping? No . Where are the bottles stored until use? In the living room on the chair. Was the clamp properly closed until after activating the suction? Yes . Were they able to use another bottle successfully? Did not use another bottle, just drained with the same bottle and drained the normal amount. What was the impact to the patient? No . Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? During use, no injury.

Manufacturer narrative:
Pr 8369436 follow-up emdr for correction- non MDR complaint: based on additional clarification received from the customer ar code has been updated to defective in material grid. There was no issue reported related to cracked drainage line. Was there cracked or hole in drainage line? No. Dt supersede previous dt. Based on available information , dt application, and risk file , fmea or eura review. The potential risk of the reported event is not MDR reportable.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional. Information becomes available. Device problem code: a040101. Patient problem code: f26.

Event description:
It was reported: customer received kit with defective issue. Event description states: ¿bottle tubing is has a crack in the line and air is getting into the bottle creating a lack of suction¿. Rcc received a complaint via email. Email(s) attached. Hard to describe the issue, but the plastic sheath on the pleurx bottles are more difficult to remove now. (B)(6) called bd rep. To report this and that the bottle tubing is has a crack in the line and air is getting into the bottle creating a lack of suction. The lot number for this item is 0001488655 expiration date of 3/11/25.